Manufacturer narrative:
On receipt of the device the history and memory logs could not be downloaded. The device failed to connect to saver evo, this would confirm the reported fault. The returned pad-pak was installed and the device passed a self-test. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. The device was disassembled for investigation. The usb power circuitry was scrutinized and the fault can be attributed to a dry solder on the usb power switch. The device was again connected to saver evo and the history and memory logs were downloaded. The pad-pak was first installed on the 8th june 2015 and performed to specification up to the last log entry on the 29th june 2015.

Event description:
There was no patient involved in this event. The device will not connect to saver evo.